Event description:
Patient's father contacted dexcom technical support on (B)(6)2015 to report a hardware error that occurred on (B)(6) 2015. Patient's father reset the device and the reported issue was resolved. At the time of contact, the patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).